Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a lost sensor signal alert after inserting a new sensor and completing the warm-up period while using the 780g system. The sensor was paired to the pump; however, the customer reported a ¿lost sensor signal¿ alert. The event involved products are mmt-1884, mmt-5120a, mmt-432ag and mmt-342. The customer also reported a high blood glucose event with a value of 209 mg/dl lasting approximately three to four hours. The customer has type 2 diabetes and reported using the insulin pump system with auto mode/smartguard active within 48 hours prior to the event. No further patient complications were reported. No product return was requested for mmt-1884, mmt-5120a, mmt-432ag and mmt-342.